Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose for the past week. Troubleshooting was performed. Customer's blood glucose was 170 mg/dl. Customer's symptoms were nausea and leg was cramping. Customer was advised to disconnect from the device. The drive support cap appears normal. Customer has been on manual injections. No air bubbles or leaks noted. Customer was advised to run a manual prime with new set, insulin did exit. Setting on the device were reviewed everything was correct. History of the device was checked and finish loading alert was noted on july 02. Customer did not have a tubing clamp so unable to perform high pressure test. Customer was advised to change entire set when customer had high blood glucose. No further information reported.